Event description:
The lesion was located from the proximal to mid lad, after using ivus, predilation was performed from the proximal to the distal lad. The reference diameter for the distal lad was confirmed to be less than 2.5mm. A penta 2.75/28mm was implanted proximally and good expansion was visible: however, it revealed insufficient expansion at the distal lad. It was decided to post dilate the distal portion of the stent at 10atm using the penta sds with a diameter of 2.75mm. A perforation was noted in the distal lad. A perfusion balloon was used in an unsuccessful attempt to stop the bleeding. A stent graft 2.5/16 was used to stop bleeding. The patient experienced tamponade and heart failure after patient returned to their room, but patient recovered.